Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No additional information was reported.

Event description:
New information received noted that programming changes were performed. No additional information was reported.